Event description:
Additional information received reported the cause of the event was an implantable neurostimulator change. The patient had not been seen in his doctor¿s office. There was no patient injury and the patient recovered without sequelae.

Event description:
It was reported that after the patient had his devices replaced and the impedance readings were the same as before the revision. The physician chose not to make any changes and the patient was doing well. Please refer to mfg. Report nos. 3004209178-2013-14928 and 3004209178-2013-14929.

Manufacturer narrative:
Concomitant: product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3387-40, lot# j0322214v, implanted: 2003-(B)(6), product ID 748251, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 3387-40, lot# j0320048v, implanted: 2003-(B)(6), product type lead, product ID 37642, serial# (B)(4), product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2003-(B)(6), product type extension. (B)(4).